Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The supplied 50cc driveline tubing was connected to the short driveline tubing. The bladder was fully un-wrapped. Bends to the iabc central lumen were noted at approximately 4.1cm, 43cm and 58.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. No visual fos fiber breaks were noted. The fos connector was examined. The fos connector was properly seated, and the center post of the fos was centered. The fos slider was examined, and no abnormalities were noted. The customer photo was reviewed. The photo shows the original packing label for the intra-aortic balloon catheter, which matches the reported serial number. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at lea st 1 minute and then 30 seconds five separate times according to quality system document. The fos slider was connected to the iabp without difficulty. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the bi-furcate bushing. Upon microscopic inspection, the external leak occurred at the proximal end of the bushing and the appearance is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss alarms" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing. The external leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "heliuml loss alarms". Additional informaiton states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "heliuml loss alarms". Additional informaiton states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".